Event description:
Per independent repair center statement, unit alarm will not function. The key failure was the manifold pilot valve was contaminated. It was noted on the repair document that "replace defective pilot valve causing shut down/alarm.